Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during the dwell stage of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the care giver in clearing the alarm by cycling the hc¿s power. The hp was to complete therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.